Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due right ventricular (rv) lead undersensing, the patient's ventricular fibrillation (vf) was incorrectly classified as high rate-non-sustained and ventricular tachyarrhythmia-non-sustained episodes which resulted in no therapy delivery. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
The rv lead was returned to the manufacturer after post-mortem explant. The patient's cause of death was noted to be unrelated to the rv lead.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.